Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was foggy or blurry while attempting to use for vessel harvesting. The scope has exceeded the one year warranty period. They are attempting to clean the scope further but have been made aware their warranty window has elapsed.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, b5, g4, g7, h2, h3, h6, h10 h3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope was foggy or blurry while attempting to use for vessel harvesting. The scope has exceeded the one year warranty period. They are attempting to clean the scope further but have been made aware their warranty window has elapsed. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.